Event description:
It was reported that the system would not boot up. This caused a total loss of navigation function. There is no report of death or serious injury with this case.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The computer was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.